Event description:
It was reported that loss of capture (loc) was observed on this left ventricular (lv) lead. Additional information has been requested but not provided. Due diligence completed. This lv lead remains in service. No adverse patient effects were reported.